Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited biventricular (biv) trigger pacing on p waves. Additionally, pace impedance measurements were noted to increase. The right atrial automatic test (raat) was found to be in suspended mode due to noise and rates too high. This patient had a history of a previous twiddler syndrome episode where the rv lead dislodged and was repositioned. Further information was received that the rv, right atrial (ra) lead and left ventricular (lv) lead dislodged. It was decided to deactivate pacing and tachy therapy. It is planned to perform a lead revision in the near future. Further information was received that this device system was explanted. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed twists in the lead body which is an indication of twiddler's syndrome. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis confirmed this type of induced damage is due to a failure to follow instructions which caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited biventricular (biv) trigger pacing on p waves. Additionally, pace impedance measurements were noted to increase. The right atrial automatic test (raat) was found to be in suspended mode due to noise and rates too high. This patient had a history of a previous twiddler syndrome episode where the rv lead dislodged and was repositioned. Further information was received that the rv, right atrial (ra) lead and left ventricular (lv) lead dislodged. It was decided to deactivate pacing and tachy therapy. It is planned to perform a lead revision in the near future. Further information was received that this device system was explanted. No additional adverse patient effects were reported. At this time, it is unknown if this product will return for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited biventricular (biv) trigger pacing on p waves. Additionally, pace impedance measurements were noted to increase. The right atrial automatic test (raat) was found to be in suspended mode due to noise and rates too high. This patient had a history of a previous twiddler syndrome episode where the rv lead dislodged and was repositioned. Further information was received that the rv, right atrial (ra) lead and left ventricular (lv) lead dislodged. It was decided to deactivate pacing and tachy therapy. It is planned to perform a lead revision in the near future. No additional adverse patient effects were reported. At this time, this device system remains in service.